Event description:
The male pt received an optease retrievable filter. The pt had severe swelling from the waist down 2 days after the optease was implanted. Venegram was performed and acute thrombosis was discovered in the optease retrievable filter. Thrombolysis was performed on both legs and the clot was angiojetted out of both legs. They were able to remove the optease filter. The pt is doing well, however still has swelling of the scrotum and penis. Per the sales rep angio showed narrowing of iliac veins.

Manufacturer narrative:
The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.